Manufacturer narrative:
Corrected data: b5 - "was implanted into the patient's right eye (od) on (B)(6) 2023." - should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: pigment dispersion, irregular pupil. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2, -9.0/1.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted on (B)(6) 2023. Pigment dispersion and irregular pupil has been observed. Lens remains implanted. Patient remains under observation. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.